Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that the middle button only works when it wants to. The customer stated that the enter button works occasionally. The customer stated that numbers are not ramping on their own. Customer was advised to discontinue use of the device and to revert to a backup plan. The insulin pump was returned for analysis.